Manufacturer narrative:
The bild2 reagent lot number is 921696. The expiration date was not provided. The bilt3 reagent lot number was 924432. The expiration date was not provided. Qc results for both assays were unstable. Calibration for total bilirubin showed issues. The field application specialist (fas) noted a worn probe. Per product labeling, "in certain cases specimens may give a direct bilirubin result slightly greater than the total bilirubin result. This is observed in patient samples when nearly all the reacting bilirubin is in the direct form. In such cases the result for the total bilirubin should be reported for both d-bilirubin and total bilirubin values." The investigation is ongoing.

Event description:
There was an allegation of questionable bil-d gen.2 (bild2) results for 4 patient samples on a cobas c 503 analytical unit. The customer questioned the results as the bild2 results appear too high compared to the bilt3 bilirubin total gen.3 (bilt3) results. The customer stated that the upper limit of their normal range is 0.20 mg/dl. Sample 1 had a total bilirubin result of 0.341 mg/dl and a direct bilirubin result of 0.218 mg/dl. Sample 2 had a total bilirubin result of 0.466 mg/dl and a direct bilirubin result of 0.304 mg/dl. Sample 3 had a total bilirubin result of 0.852 mg/dl and a direct bilirubin result of 0.479 mg/dl. Sample 4 had a total bilirubin result of 0.322 mg/dl and a direct bilirubin result of 0.208 mg/dl.